Manufacturer narrative:
This occurred in germany. As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). This is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. Staff failed to maintain adequate isolation of the patient's soft tissue. H3 other text : product was not returned.

Event description:
This occurred in (B)(6). Child complained of unpleasant sensation and burning throat after treatment with gluma desensitizer.